Event description:
Patient complained of skin burn during muscle stimulator therapy. Therapy being administered on channel 1. At max 375. No further information regarding patient condition.

Manufacturer narrative:
Full functional test was performed on all channels and on all waveforms. All waveforms met specifications when checked with an oscilloscope. System control board software revision is 5.2 muscle stimulator software revision is 1.7ist. As a secondary test the engineering technician conducted a treatment in ifc for 30 minutes with no burns. Russian treatment for 15 minutes and hv treatment for 10 minutes with no burns. See scanned pages.